Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. No usb cable was received for investigation therefore no evaluation could be performed for the usb cable allegation.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. Additionally, it was reported that the pump battery was unresponsive. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 60 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.